Event description:
Additional information reported that during this event, the patient's rhythm was in atrial fibrillation and their ventricle then fell into the ventricular tachycardia/fibrillation zone. The implantable cardioverter defibrillator (ICD) provided anti-tachycardia pacing and then high voltage shock. The physician was unable to determine if the high voltage therapy was appropriate with the heart rhythm in a dual tachycardia, or if the therapy was inappropriate with the heart rhythm in atrial fibrillation with fast rapid ventricular response. The physician made programming changes to the ICD therapy parameters. It was unknown if the patient was symptomatic to the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate high voltage therapy from their implantable cardioverter defibrillator. Additional information was requested but not yet received.